Event description:
The customer reported that the insulin pump alarmed no delivery and failed the battery test. The blood glucose reading was 315mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer stated that the drive support cap was loose. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.